Event description:
It was reported that a revision surgery was performed due to wear.

Manufacturer narrative:
.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device shows signs of wear/use especially on the edge of the inner diameter. A review of the manufacturing history record revealed discrepancies during the manufacturing process; however, per procedure the remainder of the order was 100% inspected. A lab analysis was completed and the results were damage observed on the outside diameter of the femoral head revealed compositional elements of ti6al4v indicating that contact between the head and acetabular shell could have occurred during either dislocation/reduction) or implantation/extraction. Additional damage was observed on the underside of the femoral head revealed compositional elements of stainless steel indicating contact with a surgical instrument was possible. Deformation/burnishing, maybe caused by impingement with the neck of the femoral stem, was observed on the overhang of the liner. Areas of damage were observed on the face of the liner and on anti-rotation tab possibly caused from extraction. Discoloration due to absorption of biological fluid was observed on the backside of the liner. Burnishing and light scratching were observed on the articulating surface of the liner. Total linear penetration was estimated to be 0.2 mm using silicone mold replication. No unusual wear features were seen on the acetabular liner. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.